Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was above 400 mg/dl. Customer¿s blood glucose was 200 mg/dl at the time of incident and current blood glucose was 454 mg/dl. Customer was treated with syringe and insulin pump. The customer did experienced the symptoms such as headache and thirsty. Customer does not allege pump was under delivering. Customer reported that the insulin pump had received insulin flow blocked alarmed. Customer stated that insulin was exit. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Cannula was bent. Customer was auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose. Troubleshoot was performed. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.